Event description:
Event description cpi received information that this implantable pulse generator (ipg) was unable to be interrogated. It is noted that the patient is pacemaker dependent. The device was explanted.